Event description:
It was reported that patient received a vibratory notification, and patient received inappropriate therapy. Low, high voltage and pacing lead impedances were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 38.8cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 4.6-4.7cm, 5.7-6.1cm, and 6.7-6.8cm from the distal tip, and under the svc shock coil at 26.7-28.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of low pacing lead impedance and inappropriate therapy delivery.